Event description:
It was reported that the user experienced a severe high blood glucose event after eating pound cake while using the ilet bionic pancreas, with the cause of hyperglycemia unclear. Symptoms included hyperglycemia consistent with a severe high blood glucose event. Outcomes included temporary impairment requiring intervention but without hospitalization reported. Investigation included a review of available use information and a request for additional details from the user. Investigation of this case revealed insufficient evidence to identify a device malfunction or component failure, and no device-related problem was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.